Event description:
Synovitis. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown, with grade 02 osteoarthritis (mild to moderate prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection in the left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 1999, the patient received third synvisc injection. On (B)(6) 1999, the patient experienced synovitis in the left knee. On an unspecified date in 1999, the patient experienced left knee effusion and underwent arthrocentesis (mild to moderate (1-2+), unknown amount of fluid was aspirated). On an unspecified date in 1999, the patient received treatment with xylocaine (lidocaine) and celestone (betamethasone). On an unspecified date in (B)(6) 1999 (after two weeks), the patient recovered from synovitis. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of left knee was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. The causal relationship between synvisc and the event of left knee effusion was not provided. Additional information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.